Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead incurred insulation damage. Additional information received indicated that the conductor was not exposed. This right atrial (ra) lead was surgically abandoned. No additional adverse patient effects were reported.